Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing, shortness of breath, nasal throat irritation or soreness headaches, dizzy and lightheaded. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing, shortness of breath, nasal throat irritation or soreness headaches, dizzy and lightheaded. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, recieved an automatic message as this number is no longer in service . The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d1 (captured as CPAP in previous report) has been updated/corrected. Section d4 has been updated as per the additional information recieved. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information allegation issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing, shortness of breath, nasal throat irritation or soreness headaches, dizzy and lightheaded. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated on 12/27/2022 . There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.the device was scrapped.